Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed the display screen was scratched. No moisture was observed in the cartridge compartment. The pump passed a leak test. The pump cover was opened and no further moisture ingress was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was alleged that the display screen was scratched and could not be read safely. Additionally, evidence of moisture in the cartridge compartment was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.